Event description:
A 21 hancock valve prosthesis was placed in the pt. However, in seating the valve, an entanglement of the sutures behind the valve occurred causing the surgeon to abandon this prosthesis.